Event description:
It was reported by service report that the bed's trendelenburg head motor is not performing to specification. It is unknown if there was patient involvement or if there are adverse consequences to report.